Manufacturer narrative:
Follow up information was received from the customer stating that the pump is working "fine" and device will not be returned. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge went from 15% battery life to 45% without charging the pump. In addition, the pump is unable to be charged properly, despite the attempt of multiple cables and power sources. There was no impact to the customer's blood glucose level.